Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. No allegation of device malfunction.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion (location unknown). The intravascular ultrasound (ivus) was used to image the lesion. First run was successfully completed, but poor image appeared. The device remained inside the patient; the imaging core was fully advanced to initial position. The physician flushed the catheter in preparation for the second run. The patient's condition suddenly deteriorated with st segment elevation and blood pressure decreasing. In the physician's opinion "the patient suffered an air embolization". No additional information on the patient condition was obtained.